Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of about 400mg/dl. Customer declined to the troubleshooting for high blood glucose level. Customer also stated that insulin pump receive insulin flow block alarm. Customer was reporting a past event and alarm occurred during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.